Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted no anomalies. The helix was retracted with blood/dried body fluid noted in the housing and neck region. The lead passed resistance testing which confirmed it was electrically continuous. The high capture threshold allegation was not confirmed, however the helix allegation was confirmed based on the field report and the finding of dried blood in the helix housing.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned but exhibited high pacing thresholds measurements. During an attempt to reposition the ra lead the helix would not extend properly. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead was positioned but exhibited high pacing thresholds measurements. During an attempt to reposition the ra lead the helix would not extend properly. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.